Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the device was received for evaluation along with photographic samples. During visual inspection of the provided photographs no leak was noted. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that during priming with a revaclear, an external fluid leakage from dialysate port was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.